Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patent was working-out (boxing) at the time of the shock. The sensing vector at the time of the shock was set to the secondary sensing vector. Technical services discussed some testing for myopotentials and perhaps changing the sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous device. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patent was working-out (boxing) at the time of the shock. The sensing vector at the time of the shock was set to the secondary sensing vector. Technical services discussed some testing for myopotentials and perhaps changing the sensing vector. There were no additional adverse patient effects. The system remains implanted.